Manufacturer narrative:
D9 - date returned to mfg: 12/19/2025. Received one (1) used. List #140159291, primary plum set for inspection. As received, no damage or anomalies noted. The set was attached to an ICU medical provided IV bag, primed per packaging directions, and an infusion test was performed using an ICU plum pump. An occlusion alarm was generated. The set was leak tested, and a leak was observed. The clave was disassembled, and a bent spike and torn seal were observed. The reported complaint of no flow can be confirmed. The probable cause of the broken spike is unknown and cannot be determined without return of used mating device. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Event description:
Event occurred regarding plum sets where it was reported that they have had a couple of lines today and 1 last week where the bung on the IV line goes into itself and therefore will not pull any fluid through. There was unknown patient involvement, unknown delay in therapy, and unknown adverse events or harm.

Manufacturer narrative:
B3: date of event: the date of event is unknown, and 01 nov 2025 has been used as a placeholder. The device is available for evaluation- it has not been received. The investigation is pending.